Event description:
During a spinal surgery, the neptune device displayed a "prefill error" and stopped working. A second device was on standby, and the non-working unit was removed. No further incidents with replacement unit.